Event description:
Pt originally underwent a ablation procedure that appeared to be uneventful. Later that evening, the pt was taken to surgery to have a blood clot to remove from the paricardial space. The surgeon was unable to determine the location of the bleed. The pt is reported as recovering and is doing ok. The physicians could not be determine which when the event had occurred or which device have caused or contributed to the event.